Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that there were air bubbles inside the reservoir and the infusion set tubing. Blood glucose level at the time of the incident was 415 mg/dl and treated with the insulin pump. The customer declined to troubleshoot as this was a past event. The customer was advised that the product would be replaced and agreed to return the infusion set for analysis. The reservoir will not be returned.